Manufacturer narrative:
Correction: full UDI has been populated to field d4. Primary UDI number. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a decanav electrophysiology catheter and during the operation, the device could not be inserted into the patient due to abnormal protrusion of catheter shaft. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, foreign material was observed on the shaft of the device forming two abnormal protrusions. The product was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed foreign material attached to the shaft of the device. Due to this finding, a fourier transformed infrared spectroscopy (ftir) was requested and a manufacturing investigation was initiated. According to the analysis, the chemical composition consisted of a polyurethane-based material. The protrusion issue was confirmed due to an improper placement of polyurethane during the manufacturing stage. As a corrective measure, an awareness session was conducted with the production team. A manufacturing record evaluation was performed for the finished device lot number 31239293m and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a decanav electrophysiology catheter and during the operation, the device could not be inserted into the patient due to abnormal protrusion of catheter shaft. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).